Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check found by customer, the cardiosave intra-aortic balloon pump (iabp) has continuous beep sounds coming. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the machine and it was being found that the machine is giving continuous noise even when the machine was off. Actually, the fse had suspected the power management pcb which is defective and it needs to be replaced of same with new one. Then the fse had further replaced the muffler,1/8 npt, pcba, cardiosave rohs power management (power management board and muffler) with new one and also updated the software. Then the fse had further checked the functionality and it was being found ok. The unit was over the machine in good working condition.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.